Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported component breakage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the flush port broke, and if this were to reoccur during use in the anatomy has the potential for the device to leak and introduce air into the patient. It was reported that during preparation of the steerable guiding catheter (sgc), while screwing on the 3-way stopcock, the flush port broke. The sgc was not used in the anatomy and there was no patient involvement. A new sgc was prepared without issue. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the flush port break.